Manufacturer narrative:
A ge service rep performed an onsite investigation. The dc voltage supply was adjusted and the connectors were reseated and cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.